Event description:
The caller stated this 8dct was put into the pt on (B)(6) 2010, and it was discovered on (B)(6)2010 that the cuff was not staying inflated. The caller stated that the pt was taken to hospital for reintubation on (B)(6) 2010, and that this pt normally goes to the hospital once per month to have the tracheostomy tube replaced. There was no pt harm involved.

Manufacturer narrative:
The 8dct tracheostomy tube with lot number 1002000377 was received. Investigation and testing of the tube found there were no leaks in the cuff or inflation assembly. The reported failure mode was not confirmed.